Event description:
It was reported by the customer that a bd pyxis medstation system had a failed drawer. The customer stated that they were able to get the required medication from another station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: a1, d1, d5, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 18-nov-2022 to 17- nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6 failed. The field service engineer reseated drawer connections and rebooted the device to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a failed drawer. The technical support specialist reseated drawer connections and rebooted the device to resolve the issue. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation system had a failed drawer. The customer stated that they were able to get the required medication from another station. No patient harm or workflow delay occurred. There were no adverse events or injuries reported based on this event.